Manufacturer narrative:
The company representative was able to replicate the reported event. The illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The illuminator was received. A visual assessment of the returned sample revealed a missing lamp. A known working lamp was installed in the returned tabletop illuminator module. The returned sample was installed into a calibrated system. The system started with no advisories. The illuminator probe was inserted into port 1 and port 2 and the light was turned on. The output for both ports were out of specification. The lenses inside the optical closure were inspected and found 1 lens was scratched and cracked. The customer reported event was confirmed and replicated. The root cause of the reported event is attributed to the nonconforming scratched and cracked lens illuminator. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the illuminator ports of an ophthalmic console were not functional. The procedure and patient impact details were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4) .